Manufacturer narrative:
Returned product consisted of the 2.50 x 12mm emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded, indicating that the device was inflated at the facility. Visual inspection of the device revealed that the hypotube and distal shaft had numerous kinks. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst. The balloon was able to be inflated; however, the balloon had a leak at the proximal end. Microscopic examination revealed that there was a pinhole with scratches at the proximal edge of the markerband. There was no damage to the markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 15jul2019. It was reported that a balloon failed to inflate. A percutaneous coronary intervention was being performed on a lesion in the right coronary artery. The 12mm x 2.50mm emerge balloon was being used to trap the guidewire in the guide catheter but the balloon failed to inflate. The balloon was removed and the procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed a pinhole.